Manufacturer narrative:
The surgeon commented that he felt he over-reamed medially in the primary case. He used bone graft in the medial defect on the primary case. This may have contributed to versafit not getting fixation. The patient also reported twisting when walking her dog one day. On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: acetabular revision in a cementless primary tha after approx. Two weeks. The reason was medial migration of the cup. The root cause for this event appears to be excessive reaming of the medial wall, in turn probably caused by the shallow acetabulum of the patient that made difficult to find a good stability of the cup. The cause for this failure is not device related. Batch review performed on 20 june 2016. (B)(4). On 21 june 2016 a final report was prepared with the information here reported. On 22 june 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient presented with increasing pain 3 weeks after primary surgery. Upon x-ray, it was evident the cup had moved by 10-15 degrees in orientation. The surgeon then booked a revision surgery.